Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined nor presumed as the reprocessing steps were followed according to the instructions for use (IFU) and no physical damage was noted to the affected area. The event can be detected/prevented by following the IFU which state the detection method in ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ and the prevention method in ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection thatcthe gastrointestinal videoscope had foreign material in the nozzle. There were no reports of patient involvement.